Event description:
It was reported that approximately twenty six months post stenting procedure in the mid left anterior descending artery with one xience v 2.5 x 18 mm stent, the patient was hospitalized with chest pain. The cardiac enzymes were elevated and the patient was diagnosed with a non-st elevation myocardial infarction. On (B)(6) 2010, the patient underwent ischemia driven percutaneous coronary revascularization for stenosis in the index target lesion and three non-target vessels with implantation of non-abbott stents. The patient's condition resolved on (B)(6) 2010 and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, ischemia, myocardial infarction, and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.